Manufacturer narrative:
(B)(4). Batch # u93v5y. Investigation summary: the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy the clips 'were twisting and falling out of the device.' A similar device was used to complete the case. There was no patient consequences.